Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. During the visual examination of the sample, no defects or irregularities were observed on the fiber bundle or any of the molded dialyzer components. The sample was subjected to a laboratory bubble point test, which failed. The dialyzer was then subjected to destructive disassembly for further examination and fiber isolation. Upon extraction of the fiber bundle, a potted fiber fragment measuring approximately 0.12 mm in length was identified on the non-cavity ID end of the dialyzer located at approximately 190° with the dialysate ports situated at 0°. The fragment was potted outside of the fiber bundle circumference between the housing and the fiber bundle; polyurethane area. The fragment tip was observed to be flat. The opposing end of the potted fiber fragment could not be isolated. Further examination of the fiber bundle did not reveal any other damage or irregularities. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. During the review, it was also noted that additional dialyzer samples were requested for testing prior to release. The additional testing was requested as one qs laboratory test sample was noted during visual inspection with particulate present on the dialysate side of the dialyzer. The additional samples passed all testing performed. An investigation of the device history records was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. There is no recall associated with this complaint. The investigation into the cause of the complaint confirmed the reported event.